Event description:
The plaintiff alleges that while working as a rn they were exposed to latex protein by being exposed to latex gloves, and that they had been diagnosed as suffering from type-1 latex allergy. Rn alleges that they are currently on disability leave and has been unable to return to work due to their latex allergy. Rn further alleges that they suffered from inter alla urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Rn alleges that they have suffered severe and irreversible latex allergy and is at risk of suffering anaphylactic reactions when they come into contact with many different commonly used products which contain the natural latex protein. Furthermore they alleged that they must live their life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex and that they are unable to enter any environment where they are exposed to latex proteins, entering such environments puts them at serious risk for anaphylactic reaction. Rn also alleges that they are restricted in their life as to where they can go, and what they can do with their life, with their career, and with their families. Furthermore, they alleged it to be difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard to them, they alleged that they have suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in their normal activities. They also alleged permanent and continuing and life threatening nature. Furthermore they alleged that they have suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally, family members alleged that they have been deprived of the consortium, care, support and services of the plaintiff.